Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, based on the result of the device evaluation, that no device problem was found that can be attributed to the reported problem.

Manufacturer narrative:
An olympus field service engineer was dispatched to the customer's site for an onsite evaluation and repair. The reported problem was not duplicated. The unit was tested. Connections were verified tight and device was configured properly. The unit was verified to operate as expected.

Event description:
Olympus received a report from the user facility that no image was produced when using the olympus cv-190. There was no patient injury or harm, associated with the problem, reported to olympus.